Event description:
It was reported that the patient presented for a routine follow up and loss of atrial capture was observed. An x-ray revealed that the atrial lead had dislodged. The lead was explanted and replaced. No incidence occurred during the procedure; no patient symptoms were reported.

Manufacturer narrative:
(B)(4).